Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
(B)(4). No devices were received; however photos of the articular surface were received. Upon review of the images, it can be seen that more than half of the component is damaged and fractured. The articular surface appears to be gouged. Review of the device history records did not find any deviations or anomalies. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Complaint history search revealed no additional complaints against the related part and lot combination. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of product or further information.

Event description:
It is reported that the patient was revised due breakage of articular surface.